Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when disconnecting the lobes of the lung and disconnecting the lung tissue, the two staplers were not able to fire. A new stapler was used to complete the procedure. There was no patient injury.